Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/11/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. The g7 wearable and applicator were evaluated. An external visual inspection was performed and no damage was found. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. Device analysis would not confirm the issue nor determine a probable cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 2:30am, the patient had a severe hypoglycemic episode. The cgm was 78 mg/dl while the bg was 37 mg/dl. The patient was unresponsive and had seizure-like jerking movements. It was reported that the cgm did not trigger any alert (it is unknown what the patient's low threshold is set at). The patient's husband noticed the patient's symptoms and called paramedics. Paramedics treated the patient with IV therapy and transported the patient to the emergency room. There was no information about what occurred in the ER. At the time of the report, on the same day as the event, the patient was at home sleeping. At the time the cgm was 256 mg/dl while the bg was 120 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. After being discharged, the patient's blood glucose were checked at home and it was reported to fall within the c zone of the parkes error grid. No additional patient or event information is available.